Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 13.0cm was returned for analysis. External insulation abrasion was noted at 12.2-12.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(6). (B)(4).